Event description:
The customer called to report the pump had an alarm. The customer stated that they were hospitalized for high bgs. The cause of their admission per md was "paralesis/stomach problems."